Event description:
Follow up information was received from the physician on 07-aug-2019:corrective treatment reported as three rounds of vitrase (hyaluronidase), oral doxycycline, and vigorous massage. Patient declined sodium thiosulfate treatment. Outcome reported as improved but not completely resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodules, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100117739 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a female patient in her fifth decade who was injected with radiesse for nasolabial fold indication. After treatment with radiesse, the product shifted into tear trough area. Causality, lot, treatment and outcome not reported. Follow up information was received from the physician on 14-may-2019: the patient's initials, age, date of birth, gender and approximate weight (135 pounds) were reported. Medical history positive for prior hyaluronic acid fillers but no further medical history. Concomitant medications reported as none. On (B)(6) 2019, the (B)(6) female patient was injected with one syringe of radiesse. Lot number 100117739 (expiry 02/02/2020). On (B)(6) 2019, the patient experienced nodule formation in the left upper medial cheek, near the tear trough. Treatment reported as doxycycline 100mg twice daily, vitrase (hyaluronidase) injections, and planned sodium thiosulfate injections. Treatment was needed for aesthetic purposes, not to prevent a permanent damage. In the opinion of the reporter, the event is not permanent and is related to radiesse. Outcome reported as unresolved. Follow up information was received from the FDA medwatch program (as reported by the patient) on (B)(6) 2019 with report number mw5087043: the patient reported injection of one syringe of radiesse for the purpose of toning and improving the appearance of wrinkles under the chin area. The patient was given her medical records by the injector's office. According to the records, one syringe of radiesse was diluted with 0.7ml of 1% lidocaine with epinephrine and introduced via a softfil micro-cannula (27g, 40mm) to the nasolabial fold (nlf), marionette lines (ml) and mid face. Post injection, after leaving the office, the patient experienced pain and observed rashes around her mouth area. She noted deformation to the left side secondary to a "nodule lump-inner lump" to the inner upper side of the face, under the eye, over the cheekbone. She treated with advil (ibuprofen) and tylenol (acetominophen) in order to function in her daily activities. The patient called the physician and reported pain, discomfort and facial deformation. She presented for an office visit, very upset and scared, and was informed the radiesse had moved from the cheek area to under the left eye, creating the nodule lump. According to the medical record, the patient noted a nodule right at her left upper medial cheek, adjacent to the tear trough. She had a similar nodule on her right side but it was less noticeable and deeper. According to the physician, the nodule likely formed after migration of radiesse from the lower medical cheek upwards. Treatment with 0.4ml of vitrase (hyaluronidase) to the left upper medial cheek was performed and the patient was encouraged to massage the area and use warm compresses daily. The patient's pain continued and the nodule lump was still visible and noticeable. According to the patient, the pain prevented her from being productive and functioning in her daily activities. The physician prescribed doxycycline 100mg for one month. On an unspecified date, the patient returned to the physician and was injected with vitrase (hyaluronidase) to under the left eye, over cheek bone. According to the medical records, the nodule improved after injection of vitrase (hyaluronidase). Given that the vitrase (hyaluronidase) worked without issues, the patient was injected again with 0.4ml of vitrase (hyaluronidase) to the left upper medial cheek and instructed to massage and use warm compresses daily. On an unspecified date, the patient was treated with a third injection of vitrase (hyaluronidase).